Event description:
Per the clinic, the patient experienced a decrement in performance one month after reconstructive surgery of the head and neck following a car accident. Reprogramming attempts were made, however, the issue could not be resolved. Additionally, it was reported that the patient had developed an infection and a subsequent device extrusion. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).